Event description:
It was reported that the user experienced alternating low and high blood glucose after announcing usual meal sizes despite reduced food intake, which resulted in excess insulin delivery and subsequent overcorrection behaviors, with a documented nadir of 43 mg/dl and approximately 10 minutes outside target range. Symptoms included feeling disassociated and out of focus. Outcomes included self-treatment with oral carbohydrates, including 34 grams of apple juice and additional glucose tablets, without medical intervention or hospitalization. Investigation included complaint review, case assessment, and user education on meal announcements and treatment of lows. Investigation of this case revealed use of meal announcements as corrections and likely mismatch between announced meal size and actual intake leading to hypoglycemia with rebound hyperglycemia and subsequent automated correction. It was concluded that the device functioned as designed and the event was attributable to use-related factors and user overcorrection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.